Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: there may be damage to the internal circuit board of the connector and it affected the image output. The most probable cause of noisy image was traced to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had a noisy image during inspection for use. There were no reports of patient involvement.